Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and it was found that the device failed visual inspection. During the assessment of the device, it was observed that the latch of the device was broken, consistent with being dropped, or engaged with excessive force. The trigger was observed to be difficult to press/depress, consistent with lack of lubricant. The kincise surgical impactor trigger was lubricated per instructions for use (IFU), and the trigger was able to press/depress without difficulty. The impactor did not operate. It was further determined that the device failed pretest for visual assessment, battery pack assessment, latch assessment, impactor operation assessment, intermittent test assessment, and final assessment. It was determined that the assignable root cause of the sticky trigger and moving parts of the device not moving smoothly was due to improper maintenance, the root cause of the difficult assembly/disassembly and component damage was due to improper handling, and root cause of the device will not run was determined to be due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that two impactor devices were making clicking sound but did not fire. It was reported that several batteries were tested. During in-house engineering evaluation it was determined that the trigger was observed to be difficult to press/depress. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.